Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, elevated was due rebound from low bg. A correction bolus was administered to address bg. Customer's blood glucose dropped to 389 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.